Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported the stimulation was now in the arms and not in the neck and shoulder area like it was when the patient first had it implanted. The patient cared for a 5 month old baby. When the patient picked up the baby, she noticed the change happening. There was a change in stimulation area. Reprogramming was attempted to get the area of pain. Even at the top of the lead, the rep could only get the patient¿s upper arm and a little shoulder but nothing into the neck. No interventions were performed by the time of the report. It was noted the doctor would do an x-ray at the next visit which should have been the week following the report. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if surgical intervention was planned. The rep was going to ask the doctor what the patient decided. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient had an appointment with the manufacturer representative and healthcare professional on (B)(6)-2015 and x-rays were reviewed. It was determined that the leads had pulled down and a revision will be scheduled. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.